Event description:
It was reported that the pump became frozen and the customer was unable to clear it. There was no reported impact to the customer's blood glucose levels. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.